Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with symptoms of chest pain. The right ventricular (rv) lead had perforated the patient¿s heart with a pleural and pericardial effusion. The lead had high thresholds. The lead had undersensing and diminished sensing causing inappropriate pacing. The lead was revised and repositioned remaining in use. No further patient complications have been reported as a result of this event.